Manufacturer narrative:
The connector segment of the lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and did not experience any adverse events.